Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports of peritonitis have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a patient who was hospitalized for unknown reasons, acquired peritonitis, and had subsequently passed away. At the time of this report, the patient had spent last 2 months in hospital, however the reason is unknown. While hospitalized, the patient experienced peritonitis and was also "too weak". The treatment was not reported. The patient died on (B)(6) 2013. The patient's heart was only working at 30% and they also had low blood pressure when they passed. The cause of death was reported as complications due to diabetes and progression of the disease. It was not reported if an autopsy was performed. No additional information was available at the time of this report.